Manufacturer narrative:
Additional information provided. The root cause could not be identified conclusively. Most possible root cause of suction issues with the patient interface are patient and user related. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic medical technologist reported a loss of suction during lasik flap creation of the right eye. The procedure was completed the same day with a new patient interface.

Manufacturer narrative:
The sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The most possible root cause is user handling during the docking process or the movement of the patient¿s eye. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The manufacturer internal reference number is: (B)(4).